Event description:
The nurse reported that after initial placement of the catheter into the patient's arm, blood appeared to be leaking from the catheter hub (a skin surface component of the device). The nurse proceeded in cleaning the area of blood and flushing the catheter was saline fluid. Subsequently after the flush, the saline fluid appeared to be leaking from the catheter hub. The catheter was removed and replaced for a new one.